Manufacturer narrative:
(B)(4). Additional information requested and received: what were the indications for surgery? --- no information from the hospital. Can it be confirmed that the entire width of compressed vessel was proximal to cut line? --- no information from the hospital. Was there any extraneous tissue within the jaws distal to the cut line? --- no. After the procedure, dr. And our sales rep checked the video and found that the proximal of the jaw was not visible. And the clip at the branch of renal vein was seemed to be clamped by the staples. Dr. And our sales rep concluded the device fired with clamping the clip and so the staples didn¿t form correctly. Was the tip of the device visible during firing? --- yes. But the proximal end of the jaw was not visible during firing. Would the specimens be available to analyze? --- no. Were clips used in the vicinity where device was fired? --- yes. In the branch of renal vein and the renal artery. Are photos or video available? --- not available, but our sales rep checked the video with dr. Please confirm that device was discarded. --- yes. The staff of operating room of the hospital discard it by accidently. What is the current patient status? --- the patient is stable in the hospital. Dr. Said the hospital days may extend, but it is not able to confirm whether the cause of extending of hospital days is bleeding or not.

Event description:
It was reported that during a laparoscopic unilateral nephrectomy, unilateral urethra removal and bladder total extirpation, deployed staples were unformed at the first firing of the first stroke at the center and proximal end of the cartridge. The device was used on the renal veins and bleeding occurred when the cartridge anvil was opened. The left side staple line was complete. The amount of bleeding was 1000 cc, and blood transfusion was required. The bleeding was stopped by hand suture from small incision. The condition of the patient is stable and is in the hospital. The doctor commented that the abdomen was planned to cut to remove the specimen before the operation, but the midriff was cut to stop the bleeding. All specimens were removed from the small incision on the midriff eventually. The cartridge color was white. Additional hand suture was performed to complete the case.

Manufacturer narrative:
(B)(4).